Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. The parts replaced have an already existing CAPA. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/22/2019 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Will not turn on. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Will not turn on. It was reported there was no patient involvement.